Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set disconnected from the IV (intravenous) connector. It was further stated that the tubing kept ¿popping off¿ and was not staying secure to the patient's IV. There was no report of patient injury or medical intervention associated with this event. No additional information is available.